Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information has been added to b1, d8, h6, h7, h9, and h10. Corrected data is reported in b1. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is unable to be determined. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This report is being supplemented to provide the device manufacturer date in h4.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to the olympus sales representative a possible kidney injury happened using the device. Additional information was received from the customer. The customer stated the surgeon stated the patient had a kidney injury. No additional details are available after multiple attempts to retrieve additional information from the customer.